Event description:
It was reported that the patient experienced shortness of breath and bradycardia. It was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (b)(5)2026. The patient was in stable condition.